Manufacturer narrative:
Device received with unresponsive buttons due to unlocked connector at lcd board. Unable to perform any test due to button anomaly. Device received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the buttons were unresponsive. Device alarmed multiple weak battery alarms after several battery changes. Device alarmed a battery out limit alarm. Customer's blood glucose was 409 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.